Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of ventral hernias. It was reported that after implant, the patient experienced recurrence, failure of mesh, seroma, infection, pain, and scarring. Post-operative patient treatment included multiple mesh removal surgeries, removal of seroma, and hernia repair with mesh.